Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving compounded baclofen(concentration 500 mcg/ml, dose 278.92 mcg/day) and morphine (concentration 4 mg/ml dose 2.2314 mg/day) and clonidine (concentration 900 mcg/ml, dose 503.06 mcg/day) via an implantable pump. Patient had a catheter revision few months prior to this event report date, the catheter was replaced but patient¿s pain and spasticity was increasing. There were no applicable factors that may have led or contributed to the issue. A catheter dye study had been performed prior to the revision, following the revision it was unknown as to whether any diagnostics were performed. The catheter was replaced and was to be sent back. At the time of this report the issue was resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported additional information received from the company representative indicated that the catheter that was explanted was included in the return box with the pump (see MFR report # 3004209178-2017-11856). The company representative had no further information on the details of the catheter revision that was done before, he had been informed by the doctor that the revision was done few months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.